Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -11.00 diopter, into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and the problem was resolved. The patient will wear glasses/contact lenses. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).